Event description:
It was reported that the tip of the driver broke off in the screw head and was left in the patient post operatively.

Manufacturer narrative:
Neither the device or any imaging could be provided. No determinations could be made as to the cause of the reported issue.